Event description:
The pt had an angiodynamics dura-flow chronic hemodialysis catheter in the right thigh that came apart at home and became dislodged causing her to bleed to death. The catheter was a "rotating wing" that is sutured to the skin to hold the catheter in place. This "wing" fits like a cuff over the end of the catheter on the outside of the body. The cuff easily "snaps" loose from the catheter, thus allowing the catheter to slide out of the body. The product was used properly, but due to poor design the catheter can slide out of the body while the cuff remains sutured to the skin.